Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated from the age at time of implant. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 with signs and symptoms of driveline infection. The patient presented with increased irritation and drainage at driveline exit site. Driveline exit site culture was positive for bacterial proteus mirabilis. CT scan of abdomen found no evidence of infection associated with lvad, nor fluid collection. The patient did not have sepsis. Changes were made to the patient¿s medication. The infection was treated with oral doxycycline 100mg twice per day and IV ceftriaxone 1g daily for 5 days. The patient was discharged home on an unspecified date with doxycycline. Prior to this event, the patient had been on doxycycline for chronic driveline irritation not previously reported to the manufacturer. Cultures were not previously obtained.

Manufacturer narrative:
A specific cause of the reported driveline infection cannot be conclusively determined. The patient presented with increased irritation and drainage at the driveline site and was admitted for a driveline infection. Cultures of the drainage were positive for proteus mirabilis. A computed tomography (CT) scan was performed which revealed no evidence of infection associated with the left ventricular assist system (lvas) or any fluid collection. The patient was placed on oral doxycycline 100mg by mouth twice a day and IV ceftriaxone 1g daily for 5 days. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.